Manufacturer narrative:
(B)(4)

Event description:
Information received from (B)(6). Treatment of a giant aneurysm of the partially thrombosed left vertebral artery with massive effect on the mesencephalon and beginning amygdaline involvement. It was reported that the patient had an MRI (magnetic resonance imaging) confirming a giant aneurysm of the partially thrombosed left vertebral artery on (B)(6) 2010 and underwent pipeline embolization treatment involving two pipelines without issues; however, the patient experienced dysarthria and diplopia 24 hours post procedure. A scan revealed a bihemispheric cerebellar hematoma without associated hydrocephaly which may be connected to a complication of motion. At j2, the patient had respiratory and cardiac degradation. The ECG reveals an auricular fibrillation. The thoracic scan shows a right basal pneumopathy locus and signs of pulmonary overload that may be of cardiological origin. The patient was then transferred to medical resuscitation with a treatment for monitoring. The patient was extubated on (B)(6) 2010 and monitoring scans show a satisfactory development of the hematomas and the perilesional edema. An examination on (B)(6) 2010 revealed a reduction of the muscular strength at the level of the 2 lower limbs accompanied by a moderate amyotrophy. Patient presented with an episode of auricular fibrillation. An anti-aggregate treatment with plavix and kardegic was to be maintained for 6 months. On (B)(6) 2013, the (B)(6) stated that the patient suffered an ischemic stroke and major stroke symptoms remained present for 7 days. Subsequently, the patient expired. Same event as MDR# 2029214-2013-00832.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).additional information received on 10/28/2013 stating that the patient expired on (B)(6) 2012 following a hemorrhagic stroke caused by an aneurysm rupture that occurred during endovascular treatment (coiling) of the target aneurysm.(B)(4).